Event description:
It was reported that the bd descartex¿ ii sharps collector was shipped without a lid. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "1. Lot: 1273459 - item came in the shipping box without the lid. 1 unit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-nov-2022. H6: investigation summary: sample and photos received by our quality team for investigation. Upon visual inspection, missing lid is observed on the sample received. A device history review was performed for reported lot 1273459 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd descartex¿ ii sharps collector was shipped without a lid. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "1. Lot: 1273459 - item came in the shipping box without the lid. 1 unit."